Event description:
During insertion, the surgeon was unable to advance the iab past the sheath. The iab was removed and a second was inserted without incident. The pt remains in critical condition in the ICU with iab support. On 8/15/96, also received the mandatory medwatch form from the distributor uf/dist report #2026191-1996-0037).